Manufacturer narrative:
The implant remains in the patient. There are no plans for revision surgery. The identifying lot number was not provided; therefore, a review of the device history record could not be conducted. If additional information is provided, supplemental report will be submitted.

Event description:
It was reported a screw backed out postoperatively. Original surgery date was (B)(6) 2022.